Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of a leadless implantable pulse generator (ipg), it was noticed that the tines had more tension/traction than usual. The leadless ipg was successfully implanted and remains in use. No patient complications have been reported as a result of this event.